Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
New information has been received stating this is a patient use case and the patient did not survive. The date of incident is unknown. It has been reported that the AED did not pass self diagnostic check